Manufacturer narrative:
Concomitant medical products: exact date is unknown. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that initially, patient had an unknown surgery using a locking compression plate (lcp) distal fibula plate on (B)(6) 2017. On (B)(6) 2019, patient underwent a hardware removal for unknown reason. During revision, the surgeon could not untighten the three (3) unknown screws using the hexagonal screwdriver shaft because the tip of screwdriver shaft was stripped. Thus, the screws remained in the patient's body. The procedure and patient outcome were unknown. Concomitant devices: lcp distal fibula plate (part unknown, lot unknown, quantity 1). This report is for one (1) screwdriver shaft. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Visual inspection: the distal tip of the returned device is badly worn/twisted. In addition, the shaft and coupling have some slight visible scratches. Dimensional inspection the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Document / specification review the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Summary the complaint condition is confirmed as the screwdriver was received with rounded tip. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. Unfortunately, we are not able to determine the exact cause of this complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as being over torqued. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 314.152 lot: l315736 manufacturing site: (B)(4) release to warehouse date: 07. June 2017 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.